Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated atrial, coronary sinus and defibrillation leads all exhibited increased impedance measurements. The physician questioned whether there was a problem with the setscrews of the device. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.